Manufacturer narrative:
The product used during the report event was not returned for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable.

Event description:
A report from a user facility in the (B)(4) stated that during segment removal, the surgeon found in the anterior chamber of the eye, a white presumably plastic particle of approximately 1 mm size. The particle was removed successfully without any patient's impact.